Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One guidewire was returned for review. The wire was measured at approximately 66 cm. According to the device history record, the wire should have been 80cm in length. The ends of the wire were examined under a microscope and one end of the wire exhibited a straight edge as though the wire had been cut. The other section of the wire was not returned. The most probable cause for the reported issue was most likely the result of an event within the user environment. Most likely the wire was cut by a sharp instrument during the procedure. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken. Argon will continue to monitor for issues of this nature in the future.

Event description:
The 21g puncture needle is vertically inserted into the target catheter, the needle core is withdrawn, and iokesartol is injected. The right hepatic duct is seen to develop and expand, the portal is narrow, and the guide wire is inserted into the human body. It is difficult to find the cavity to enter the common bile duct. The left hepatic duct is explored by b-ultrasound, and 2% lidocaine is given to local anesthesia to the liver surface. It is proposed to conduct ptcd, and the 21g puncture needle is inserted into the target catheter, the needle core is withdrawn, and iokesartol is injected. The left hepatic duct development and expansion are seen to push the dilator along the guide wire, in vivo of patients with broken and delayed guide wires

Event description:
The 21g puncture needle is vertically inserted into the target catheter, the needle core is withdrawn, and iokesartol is injected. The right hepatic duct is seen to develop and expand, the portal is narrow, and the guide wire is inserted into the human body. It is difficult to find the cavity to enter the common bile duct. The left hepatic duct is explored by b-ultrasound, and 2% lidocaine is given to local anesthesia to the liver surface. It is proposed to conduct ptcd, and the 21g puncture needle is inserted into the target catheter, the needle core is withdrawn, and iokesartol is injected. The left hepatic duct development and expansion are seen to push the dilator along the guide wire, in vivo of patients with broken and delayed guide wires.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.